Manufacturer narrative:
Concomitant medications: patient medications include crestor, nystatin, glimepiride, metoprolol, potassium, and metformin. Additional excluder components included in this report: pxc201400/03333494, pxl161407/042611007. A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2004, the patient was implanted with three gore excluder aaa endoprostheses. Between 2006 and 2007, subsequent follow-up computed tomography (CT) scans revealed a type ii endoleak. The leak originated from two lumbar arteries, and reportedly contributed to aneurysm enlargement from 72mm to 77mm in diameter. On (B)(6) 2007, the patient underwent n-butyl cyanoacrylate (nbca) glue embolization to treat the type ii endoleak. The endoleak was resolved, and the patient tolerated the procedure. On (B)(4) 2009, CT scan revealed a second type ii endoleak had developed (source unknown). The aneurysmal sac measurement had increased to a reported 85mm. The physician elected to take a wait-and-watch approach. On (B)(6) 2014, CT scan confirmed the type ii endoleak, and revealed a distal type I endoleak on the patient¿s right side. The aneurysmal sac measured a reported 108mm in diameter. The physician indicated the distal type I was a result of the aneurismal sac being pressurized by the type ii endoleak. On (B)(6) 2014, the physician extended the existing graft system with a 23mm gore excluder contralateral leg component to treat the distal type I endoleak. The type I endoleak was resolved, and the patient tolerated the procedure. The physician will continue to monitor the type ii endoleak.